Event description:
It was reported that the hemopro 2 was defective.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4, b5, d9, g3, g6, h2, h3, h6, h11. A ship history was performed to the account, there is no evidence that anything was shipped to the account prior to the aware date. See attached email from cs surgery.

Event description:
The hospital reported that defective hemopro 2.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.